Manufacturer narrative:
The device in question was partially returned and analysed. The clip was not available for investigation. Slight indentations can be seen on the cap most likely caused by the one-sided clip movement. The hand wheel shows signs of non-axial rotation movements and that excessive force was applied during clip application. The localization of the treatment in the ascending colon indicates that the endoscope was held in a strongly angled position and that there was most likely high counter-pressure against the clip. This can lead to a more difficult clip application. Due to the angled position and the tissue counter-pressure, the clip was only advanced on one side. The slight forward movement of the white application ring was mistakenly considered successful clip application. It was also reported when the endoscope was retracted, the clip deployed from the cap. This also supports the assumption that clip application was prevented by the rigid tissue. The clip application must be verified by the user before tissue resection. It is stated in the instruction of use that the white application ring must be remain visible and be observed. Only when the white application ring has moved fully forwards to the edge of the cap the clip has been applied. The risk of causing a perforation is indicated in the instruction of use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of target tissue. Note: this report is a retrospective submission of complaints from the year 2021.

Event description:
It was reported that the colonic ftrd was used for the treatment of a scarred lesion in the ascending colon. After turning the hand wheel the white application ring slightly advanced on one side. It was mistakenly assumed that the clip had been applied and the tissue was resected. The resulting perforation was closed with clips within the same procedure. The clip eventually deployed outsite the patient. The patient stayed in hospital overnight and recovered well.